Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had helium related malfunction. The ICU rn, called for assistance with a helium disconnected alarm . She verified all tubing was secure and connections were appropriate. She remove the tubing and re-connect it while on the phone but the alarm still triggered shortly after. It was suggested she switch the console out and tag the affected one for biomed. The console was switched out . There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h10 *patient height: 178 a getinge field service engineer (fse) checked the fault logs and confirmed the alarm was present and put a test balloon and trainer on to try and duplicate the alarm. Ran the unit for one hour and could not duplicate the issue. The fse disassembled the unit and checked all wiring, tubing and hose connection, all looked good. Ran the unit through a complete calibrations and electrical safety test. The unit was returned to customer for clinical use.